Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer received motor error alarm. The customer's blood glucose level was 566mg/dl. The customer treated the highs with bolus. Troubleshoot was conducted. Motor error alarm did not occur, and the customer was advised alarm may have been caused due to connection issue. The customer was advised to monitor the device and call back if issues persist.